Event description:
It was reported the customer's insulin pump was scrolling. The customer could not resolve the issue. The customer stated their insulin pump was not exposed to water. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.